Manufacturer narrative:
No flashing medtronic logo alarms noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. However, unit received with unexpected battery power loss and had high sleep current. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 68, pump error 49, pump error 23, or pump error 43 alarms noted during testing. However, pump error 68 noted in the pump history files on (B)(6) 2024 at 03:26:20.000, pump error 49 noted in the pump history files on (B)(6) 2024 at 03:26:20.000, pump error 23 alarms noted in the pump history files on (B)(6) 2024 at 03:26:20.000, and lastly pump error 43 alarms noted in the pump history files on (B)(6) 2023 at 02:52:53.000. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump was cut open to perform visual inspection and found evidence of corrosion damage on the motor home switch. Swapped pcba 2 board with a test board and sleep current measurement passed. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Alleged flashing medtronic logo alarm¿not confirmed. Alleged pump error 49 and pump error 68 not confirmed during testing or noted in the power management graph. Unexpected pump error 23 alarms not confirmed during testing. However, pump error 43 alarms confirmed on the pump history files due to corroded motor home switch. Unexpected battery power loss was confirmed during testing where unit didn't pass sleep current. Problem isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo, pump error 68 - (trace pointers are invalid), pump error 49 - (history pointers failed. The history pointers are corrupted), pump error 23 - (post-reset ram crc alarm), pump error 43 - (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.